Manufacturer narrative:
The hospital has not accepted any evaluation or repair of this device. The unit is currently in use, and the resolution is unknown. Patient information could not be obtained due to country privacy laws. (B)(4).

Event description:
The hospital reported a sudden over delivery of pressure during patient use. There was no report of patient injury.